Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a separated guide wire and x-rays of the guidewire inside the patient. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report that the guide wire separated was confirmed through examination of the customer supplied photo. The image showed the guide wire separated; however, the actual complaint sample was not returned for evaluation. The device history records were reviewed based on sales history with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: md was performing the procedure according to IFU. The doctor inserted the guide wire into the patient's vein. However, in the process of removing the guide wire to insert the catheter, the guide wire broke, leaving a part of the human body. The remaining portion of the guide wire was removed by snare guide wire. No complications reported.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 71f18k0497.

Event description:
The customer reports: md was performing the procedure according to IFU. The doctor inserted the guide wire into the patient's vein. However, in the process of removing the guide wire to insert the catheter, the guide wire broke, leaving a part of the human body. The remaining portion of the guide wire was removed by snare guide wire. No complications reported.